Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was hospitalized. Customer also reported receiving several no delivery alarms. The customer's blood glucose was 400 mg/dl. Troubleshooting found insulin was able to exit with a fixed prime. It was also found the customer had a bent cannula upon removal of their infusion set during troubleshooting. Customer was advised to change out their infusion set. No additional information provided.